Manufacturer narrative:
Internal complaint # trackwise # (B)(4). Autonumber # (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Blood and charred tissue was observed on the heater wire. The heater wire was observed to be intact, no visual defects were observed. The silicone insulation is observed to be detached from the tip of the cold jaw down the inner cold jaw exposing the metal component. The detached silicon was returned for evaluation. The silicone insulation on the hot jaw remained intact. No other visual defects were observed. Based on the results of the evaluation the reported failure "peeled" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro plastic piece of the jaws broke off and fell into the patient. The piece was retrieved using the jaws of the device. No additional incisions were made. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro plastic piece of the jaws broke off and fell into the patient. The piece was retrieved using the jaws of the device. No additional incisions were made. A replacement device was used to complete the procedure. The hospital did not report any patient effects.